Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that approximately three months later, rvtip to rvcoil impedance warning triggered for low impedance.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation conductor was decreasing. The device memory indicated the lead impedance defib - svc trend was falling. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. Analysis of the device memory indicated diminished right ventricular sensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: dtma1qq crt-d; implanted: (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing, diminished sensing, variable r wave measurements, an in crease in rv bipolar tip to coil impedances, a decrease in rv defibrillation and superior vena cava (svc) impedances, high thresholds and ventricular undersensed beats noted on the presenting electrogram (egm) in the setting of low measurement r waves. Additionally, it was noted that the patient had sustained a ventricular tachycardia (vt) episode. The device detected the episode and delivered one sequence of anti-tachycardia pacing (atp). However, because the rv lead was undersensing, the device withheld additional therapy during the vt episode and required an external shock to terminate the episode. It was also noted that the rv lead had low r waves post-left ventricular assist device (lvad) placement. The lead remains in use. No further patient complications have been reported as a result of this event.